Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent a revision procedure wherein the ipg was replaced, and pocket site was relocated. The patient was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of months prior the date the manufacturer became aware of the event.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent a revision procedure wherein the ipg was replaced, and pocket site was relocated. The patient was doing well postoperatively. The explanted device was not returned.